Manufacturer narrative:
One level 1® temperature-sensing foley catheter was received for investigation. The device appeared to have been used as there was a slight amount of urine contents that remained and the cuff material was stretched and would not conform back to the shape of the shaft. The device was first inspected for any molding defects, short fills, voids, and/or flow lines, but nothing was observed. There was no way to test or replicate the reported defect.

Manufacturer narrative:
Report source: country of origin: (B)(6)

Event description:
It was reported that during use of this level 1® temperature-sensing foley catheter, the temperature display was inaccurate, causing delay in treatment for infection and hypothermia. The catheter had been in use approximately 15 days prior to this issue. The reading measured 36.1° whereas the central catheter measured 38.6°. Medical treatment was prescribed, and the infection and hypothermia resolved. No permanent injury was reported.